Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter displays an apply sample icon even after blood was applied on the test strip. Patient had applied enough blood on the test strip and issue still persisted. Even while troubleshooting with the ccr, the patient used a new test strip and the apply sample icon appeared on the screen. Patient was unable to obtain a blood glucose reading and was unwilling to further troubleshoot with the representative. Ccr sent the patient replacement meter and test strips.